Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to smell insulin. Customer initially did not find moisture in reservoir, but called back later reporting moisture in reservoir while still smelling insulin. Customer states blood glucose have been high in the 300 mg/dl, 400 mg/dl, and 500 mg/dl. Customer's blood glucose at the time of call was 432 mg/dl. Alarm history showed no delivery alarm which was resolved with a set change. Insulin pump passed self test. Customer declined troubleshooting for high blood glucose as customer will contact healthcare professional. Further information provided.